Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete pump reset information by technical support, and after performing the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.